Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that one of the bags had a loose connection to the cassette. It was reported that a small amount of fluid was seen under the bag. The technical service representative assisted the customer to end therapy and reviewed proper procedures. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the home patient reported a loose bag which was not totally disconnected, which is a known cause of the reported system error 2240. Should additional relevant information become available, a supplemental report will be submitted.